Manufacturer narrative:
(B)(4). Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Concomitant medical products: item # unk, head, lot # unk; item # unk, shell, lot # unk; item # unk, liner, lot # unk; item # 650-1064, taper sleeve, lot # 954440.

Event description:
It was reported that approximately 2 weeks post implantation, the patient suffered a fall on their buttocks. The patient was revised 1 week later due to periprosthetic fracture. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of op notes. Based on the op notes, the fall resulted in the bone fracture. Therefore, the root cause for bone fracture can be attributed to patient fall. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.